Event description:
The patient underwent the coil embolization of the aneurysm. Immediately after the patient was stable but it was reported that the patient suffered an ischemic event as a clinical complication associated with the procedure. Twenty days post procedure, the patient died. The cause of death was related to rostrocaudal detioration. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemia and death are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.